Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to d4. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the physical investigation, the following was detected: a visual inspection on the received condition was performed on the device. The probe had broken around the outer pipe. There were scratches on the probe. From the photograph of the fracture surface of the probe, it was found that the fracture started from the origin of the crack in the probe. The distal end of the item was inspected under a microscope and detected no scratches or contact marks at the non-insulated area of the grasping section. The tissue pad is worn away. The coating of the grasping section was partially peeled off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error and the probe broken possibly occurred by the following mechanism: 1) during the output activation in seal & cut mode, the distal end of the probe was slightly contacting a device with a thin tip, causing spark generation. 2) a force was applied to the probe during spark generation. 3) a force to grasp tissue or a force to activate the output in seal & cut mode was applied to the probe. This generated cracks on the probe and the probe damage error(u504) and ultrasonic frequency error(u510) occurred. 4) due to continuous use of the device, the cracks on the probe progressed. This led to breakage of the probe. The event can be detected/prevented by following the instructions for use which state: "do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation but the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, after 10 minutes of use during a therapeutic hysterectomy, the active thunderbeat probe broke. The probe broke while the doctor was cleaning it with a compress outside of the patient's body. Also, the usg-410 displayed u504 (probe damage) and u510 (ultrasonic frequency) errors. There were no clips or staples in contact with the probe. A recent transducer (march) was used. The procedure was completed after a 3-minute delay, using a replacement device. There was no report of patient harm associated with this event. Usage of subject device before event: the usg-400 (ultrasonic generator) software version was 2.00. The setting of itm (intelligent tissue monitoring) ¿on¿ when the thunderbeat was used. In the hospital, the setting of itm is usually ¿on¿ when the thunderbeat was used. The user understood characteristics of itm functionality. The user did not change the itm setting during the procedure.